Event description:
It was reported that during a pta procedure, the tip of the wire buckled and sheared off after being inserted down a metal cannula. The tip of the wire remains in the pt's liver. There is no surgical intervention planned. Pt status is listed as "okay".